Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review (shr) revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were verified through a review of the event history log (ehl) but not reproduced during evaluation. The cause was determined to be the link being bent and out of specification. The link was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sensor error 322 (link switch error low). There was no known patient injury or medical intervention associated with this event. No additional information is available.